Event description:
It was reported that the patient underwent a surgical procedure involving this artificial urinary sphincter (aus) to implant a second cuff due to continued incontinence upon implant of the system. No further complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure involving this artificial urinary sphincter (aus) to implant a second cuff due to continued incontinence upon implant of the system. No further complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the artificial urinary sphincter (aus) was unable to confirm the reported urinary incontinence because the device was not returned to boston scientific. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. Further review did confirm urinary incontinence is a known risk with this device. This event is anticipated in nature and severity per the instructions for use and is a known inherent risk of the device.